Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The insulin pump was replaced and will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to the connector not plugged in properly. Reconnected and the unit powered on properly. The pump passed the sleep current measurement, active current measurement and self-tests. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a stained keypad overlay and a peeling end cap address label.